Manufacturer narrative:
(B)(4). Date sent: 4/19/2024. D4: batch # 329a29. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one ecr45m reload was received unfired, with the pan partially dislodged from the left side. No functional test was performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. A manufacturing record evaluation was performed for the finished device batch number 329a29, and no non-conformances were identified.

Event description:
It was reported that during a thoracoscopic pneumonectomy, the cartridge could not be loaded into the device at 1st firing. The device was used on the blood vessels. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.